Manufacturer narrative:
The device was not returned for analysis. The device broke during removal and was disposed of by the hospital. Eval: reviewed device history records. Review of the DHR did not reveal any discrepancies. Device manufactured to all applicable specifications and requirements.

Event description:
Bak/vista 13x20mm interbody device was removed due to pt pain, original date 14-june-06. The field rep reported that the device (x-rays) appeared to have migrated towards the foramen. The cage was described to be somewhat stable and surrounded by bone growth